Manufacturer narrative:
Investigation of returned device revealed that the shaft was broken off at 31cm from product distal end, trace of bend was observed at the breakage site, also the trace of breakage due to repeated bending force. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of the returned devices, it is inferred that, when the guidewire was advanced to the heavily calcified lesion by contralateral approach over the iliac artery, crossing lesion by push-pull manipulation to the guidewire was repeatedly attempted, the pushing force worked to the guidewire shaft that placed in bend position, the force was accumulated to the bent area of the shaft and the shaft damage occurred, then aggravated. When the torque manipulation was additionally made the shaft was finally broken apart. IFU describes in its warning; if any resistance is felt due to spasm or the device being bent or trapped while operating the device in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the device is moved excessively, it may break or become damaged. In precautions; inspect the device carefully for bends, kinks, or other damages prior to use and whenever possible during the procedure.

Event description:
Reportedly, the procedure was to treat a heavily calcified cto lesion at left sfa, cto occlusion was seen from ostium of sfa. Tandem calcificated occlusion was noted in the distal therefrom. Puncture was made to right sfa and peripheral guiding sheath, microcatheter and the subject guidewire were advanced up and down over the iliac artery. Guidewire was advanced to proximal to popliteal artery and torque manipulation was attempted, but no torque transmission was felt. Upon x-ray observation, the breakage of guidewire was found at its shaft locating in the guiding sheath. Guidewire was entirely removed out together with the devices used in combination. There was no injury or impact to the patient and the procedure. Afterward, physician attempted crossing lesion with other guidewire, but in vein, and determined it not possible to cross a guidewire through the lesion due to severe calcification. Procedure was abandoned. Patient remains stable condition without complication.

Manufacturer narrative:
(B)(4)